Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Dr (B)(6) performed a reversed shoulder replacement which went smoothly. Unfortunately during post operative x rays it was found that the guide wire had broken and a piece of it remained in the patients soft tissue. A revision surgery was performed after review of the post-op x-rays to remove the pin fragment.